Manufacturer narrative:
Batch review performed on 20 january 2021: lot 157200: (B)(4) items manufactured and released on 24-feb-2016. Expiration date: 2021-02-14. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold. No other similar events have been reported since 2017. Additional device involved: batch review performed on 20 january 2021: liner: mpact dm 01.26.2246mhc double mobility hc liner 22.2/dmc (k092265) lot 2003317: (B)(4) items manufactured and released on 06-july-2020. Expiration date: 2025-06-24. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the acetabulum (liner from cup) and the cause of the dislocation is unknown. The cup was well fixed in the acetabulum and the dislocation was between the liner and the shell. The surgeon revised the cup, liner, and head 2 months after the primary and the surgery was completed successfully.